Event description:
The catheter was inserted on (B)(6) and used to infuse chemotherapeutic drugs. On (B)(6), the nurse found it broken and withdrew the catheter.

Manufacturer narrative:
Conclusions - the sample was not available, however, pictures were provided of the sample for the investigation. Our quality engineer confirmed that the catheter was broken with jagged edges and had flaring which is conclusive evidence that the catheter break was caused by stress (misuse/mishandling). The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. (B)(4).